Event description:
According to the reporter, during an exploratory laparoscopy, conversion to open laparotomy, loop colostomy, small bowel resection, bladder repair and application of vac dressing. Two reloads of the stapler jammed and misfired, resulting in a partial fire and poor staple formation. The device was replaced to resolve the issue. The procedure was extended, although the exact duration was unknown.

Manufacturer narrative:
D10 concomitant product: gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#p4l0922). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.